Manufacturer narrative:
The reported issue that a patient had an order for lasix drip to infuse at 5mg/hr. However, it was found infusing at 100mg/hr was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, received an email from customer that there was no patient harm and no further interventions needed. Pr ID: (B)(4). Customer stated, "upon further researching the situation, there was human intervention that changed the rate, not an interface issue." No further investigation of this issue is possible at this time, and no patient harm was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the human intervention that changed the rate.

Event description:
It was reported that a patient had an order for lasix drip to infuse at 5mg/hr. However, it was found infusing at 100mg/hr. There was patient involvement but information in patient impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient had an order for lasix drip to infuse at 5mg/hr. However, it was found infusing at 100mg/hr. There was patient involvement but information in patient impact is unknown.